Event description:
An ophthalmic surgeon reported that the cutter was not able to be inserted into the trocar during a vitrectomy procedure. The problem was solved after replacing the probe with another one with no impact to the pt.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).